Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to urinate postoperatively. The patient was referred to a urologist regarding the issue. Follow-up identified the physician believe the issue to be medication related. The issue resolved days later without further incident.